Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that due to a product performance issue this lead was capped. They did not indicate whether a new lead was implanted or any further details. Should additional information be provided this file will be updated.

Manufacturer narrative:
On 9/24/2018 - we were notified of the reason for the lead being taken out of service. There was pacing inhibition reported and this lead was actually explanted, not capped.